Event description:
Patient reported that she was able to prime 5 out of 6 lines for her hizentra infusion. Patient tried everything and spent 35 mins and still could not prime 6th line. No blood in line/bleeding. Patient doesn't see anything wrong with tubing or site. Patient will clamp off 6th site and infuse via 5 sites for today's infusion. No further information, details or dates provided. No missed doses or adverse events reported. Unknown if md is aware. Unknown if device is available for return. Unknown if pharmacy will replace device. Pump serial number: (B)(6) hizentra indication: chronic inflammatory demyelinating polyneuritis.